Event description:
Baxter IV rep, report involving interlink solution set that was attached to a triple lumen centrally placed catheter on a patient in the ICU. The nurse manager of ICU stated that to his knowledge, when the clinician drew "blood from the cordis, she received air in the line." He also indicated that the k-rider that was infusing at the time was leaking from the y-site. "The port appeared slightly recessed inside the y-port." The patient subsequently expired 4 days later. Within the triple lumen catheter were the following: 1st port was tpn; 2nd port, k-rider supplement, and 3rd port was "capped." According to the nurse manager, the death of the patient was not related to baxter's product. Although patient demographics were requested, no additional data was available to writer.